Manufacturer narrative:
The handpiece was received at the manufacturer for eval, but based on the qa investigation details the reported condition of the device overheating during usage could not be confirmed.

Event description:
It was reported that the handpiece began overheating during an orthopaedic foot procedure. There was no reported pt or user injury, and the case was completed successfully with a backup device.